Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic with phrenic nerve stimulation on their left ventricular lead. Interrogation showed all vectors caused the stimulation which did not allow for capturing on the lead. The physician explanted and replaced the lead. The patient was stable throughout.